Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during routine maintenance, cardiosave intra-aortic balloon pump (iabp) gave an unsuccessful vacuum leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6 (health effect ¿ clinical code). It was reported that during routine inspection by a getinge field service engineer (fse) cardiosave intra-aortic balloon pump (iabp) during my calibrations and tests, the device gave me an unsuccessful vacuum leak test. The device wasn't charging the batteries, so the fse had to replace the power management pcb, and the device was charging the batteries again. During testing, the fse noticed the (beige) pressure hose was completely dry and broken, so fse had to replace it as well, and it was fine. The fse replaced the drive manifold assembly. After replacing this part, the device passed all these calibrations and tests. I also performed all the measurements according to protocol.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: g2(report source).

Event description:
N/a.